Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 400 mg/dl at the time of the event, and they tried to treat it with correction bolus via pump. The infusion set had been used for few hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.